Event description:
On (B)(6) 2012, pt reported he experienced a hypoglycemic event that required treatment in (B)(6) 2012. He was not feeling well and had a headache, and he fell to the floor when he attempted to go to the restroom. He previously had a foot amputation and uses a walker. His wife provided treatment of soda and a glucose tablet to increase his blood glucose. He did not lose consciousness but reported he was very weak and would not have been able to treat himself. Pt reported his blood glucose was in the 50 mg/dl range, and his average blood glucose is 250-300 mg/dl. His physician would like his blood glucose to be below 140 mg/dl. No product issues were discovered during troubleshooting. Pt was under increased stress and took pain medication for his foot amputation. He does not know the cause of the event but believes he might not have eaten enough or taken too much insulin. No product was requested for evaluation.